Event description:
A nurse contacted baxter (B)(6) regarding a homechoice (hc) machine that was having an inaccurate fluid reading. The home patient (hp) reported at the time that the initial drain stopped around 400ml, but when they checked the drain line, there was fluid flowing out, even though the machine was still reading the same 400ml constantly. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for inaccurate fluid reading was not confirmed and the root cause could not be determined. A device history was conducted and no issues were found related to inaccurate fluid reading during the manufacture of the lot or serial number. A event history log review was performed without any issues found. A service history review was performed without any issues. The device was evaluated with no issues found during visual inspection and the device met specification.